Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an arrest of bleeding of the right hepatic artery using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx). Reportedly, the right hepatic artery was tortuous. It was reported the patient was in shock. A 6fr non-gore sheath (destination), an angiographic catheter and a penetrating catheter were advanced to the lesion from a groin approach. However, it was not able to reach out to the lesion. The groin approach was changed to the right arm approach and a balloon technique was used, then the sheath was reached to the distal of the target lesion finally. A wire was changed to a stiff one and the vsx was attempted to advance, but the vsx was not able to be advanced and stuck in the sheath and the entire system like including the sheath and other stuffs was apart from the lesion. The physician decided to abandon to the endovascular approach. Upon an angiography was performed and it revealed thrombi and the right hepatic artery was occluded by thrombi. The endovascular treatment was changed to a surgical treatment. It was reported that the right hepatic artery - the portal bypass was created and the patient tolerated the procedure.

Manufacturer narrative:
H6: added d1002.